Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other ¿ at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the three bottles of saline 0.9% dualtop plast bt 110ml 25/cs are leaking. The seam on each bottle is defective and if the customer moves a bit, the bottle spray from the nozzle. Furthermore, there is no patient associated with the said event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Result of investigation: the device was not returned for product evaluation. Review of retained samples in the warehouse was performed, and no leaks, cracks, or any other type of defect were detected. Review of the batch master record and background research revealed a previous event of high rejection due to head cracking during the conditioning of lot t22k23. It was found that the dosing mandrel directly affects the amount of plastic in the bottle head, so head cracking may occur if it is found to be incorrectly positioned during solution dosing. Root cause was then determined to be machinery/failure in the control system, derived from the fact that the presence of head cracking in the conditioning stage of the packaged product is due to the height adjustments of the dosing mandrel and there are no control parameters that allow an optimal operation reducing the presence of defective due to head cracking during packaging and after sterilization. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.